Event description:
Reportedly, during an implantation procedure, a sorin lead isoline was first implanted; external measurements were normal. The physician connected the ICD to the leads and placed it in the dedicated subcutaneous emplacement; from then, the ICD had an abnormal behaviour; it was pacing but the patient had some small jerky muscular moves. The physician extracted the ICD from the patient. Measurements were done externally; all results obtained seemed to be correct. He placed again the device in the pocket with no signs of dysfuntionment. An induction was started but the ICD did not seem to initiate the 6 spikes planned, however, the t-wave shock arrived rather rapidly after initiating the induction's procedure. On the markers the ICD seemed to detect a vf which was in fact a sinusal rhythm. The physician extracted rapidly the ICD from the patient and the shocks were deactivated. It was decided to return the device for analysis. The subject ICD is associated to a lead: isoline (B) (4) (complaint (B) (4)).

Manufacturer narrative:
Conclusion: the detailed device analysis determined that there is an electric isolation defect between the interior of the titanium case and one of the high voltage capacitors of the device; this isolation defect generated (by capacitive coupling) noise and over-detection at the input of the ventricular detection stage during the charge of the high voltage capacitors; this explains and confirms the abnormal behavior of the device observed during the implant procedure; this defect was exacerbated during the manipulations of the device and lead to an electric arc in the interior of the device during its analysis; this defect is most likely due to a micro hole or a micro tear in the sheet of high voltage isolation placed between the case and the capacitor; this is an issue resulting from a random component defect which does not require corrective actions.